Event description:
A physician reported that his pt was experiencing intermittent pelvic pain following an essure micro-insert placement procedure. The physician stated he tried various pain medications with no resolution of symptoms. A hsg revealed that there was a micro-insert in the left tube but no insert in right tube; pt continued to report pain problems. A full hysterectomy was performed and the essure micro-inserts were removed. Post-op examination of the tissue removed from the pt was performed and both micro-inserts were found in the fallopian tubes with proper placement; no perforation was observed. The pt's pain resolved following hysterectomy and micro-insert removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs,